Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the alleged bard devices may have caused or contributed to the alleged patient complications. As previously alleged the patient has experienced infection and fistula formation. Infection is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the device." Additionally, fistula formation is list in the adverse reactions section as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental MDR will be submitted. This emdr is submitted to represent one of the perfix plug devices. Two additional emdrs have been submitted to represent the composix mesh and the other perfix plug device. Not returned.

Event description:
As previously reported: the following was reported via maude event report (mw5070519): "caller was implanted with a hernia mesh in her inguinal in early 2000. The device migrated and caused an infection. Caller received multiple antibiotic treatments and surgical interventions to combat the infection and reinforce the mesh. In total, caller had 7 surgeries. The multiple surgeries caused her to lose significant amounts of abdominal tissue; a separate abdominal mesh was implanted to support her abdomen. Caller is still in pain at all times, suffers from intermittent swelling, and abdominal deformities, she has been put on disability, lost her husband and must depend on her children for help." The following was reported via follow up with contact: (B)(6) 1999 - the patient underwent repair of a left inguinal hernia with implant of a bard perfix plug. On (B)(6) 1999 - the patient underwent repair of an abdominal hernia with implant of a bard composix mesh. On (B)(6) 2000 - the patient underwent repair of an abdominal hernia with implant of an unknown "marlex" mesh (bard flat mesh). The contact reports that following this procedure (2000) the patient's wound did not heal and the mesh migrated and caused an infection. The contact does not know the date but reports that the patient underwent an additional procedure to remove the mesh. As reported during this procedure a fistula that had a connection to the mesh was noted. The patient was then treated continuously for infection with multiple debridement procedures and antibiotics. On (B)(6) 2003- the patient underwent an additional abdominal hernia repair using a non bard/davol mesh. The contact reports that the patient developed infections following these repairs and was treated with a wound vac in the left inguinal space. The contact reports the patient spent six years fighting the infection and through this time was unable to perform any substantial physical activity. As reported the patient became disfigured from the multiple surgeries and also disabled due to the pain and physical limitations such as nerve damage resulting from the multiple surgeries. Additionally reported is the patient must now wear an abdominal binder for life, to support her abdominal area. As reported the patient is trying to seek additional medical opinion. Per maude event report (mw5070519) follow up #3, the patient is now alleging to have been implanted with a total of seven (7) hernia mesh devices. Six (6) alleged to be bard/davol implants and one (1) alleged previously to be a non bard/davol implant. Of the alleged bard/davol devices three (3) were previously reported to the FDA reference 1213643-2017-00422, 1213643-2017-00479, and 1213643-2017-00480 by bard/davol in 2017. At this time we are submitting additional emdrs for the recently alleged bard/davol devices used to treat the patient. A bard composix mesh and two (2) bard perfix plug mesh.